Event description:
Asr revision; asr xl - left; reason(s) for revision: unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision; asr xl - left. Reason(s) for revision: unknown. (B)(4). Bi-lateral patient, please see (B)(4) for the right side revision. Surgeon confirmation form received 2nd july 2014. Hip side amended. Taper sleeve, additional hospital added. Implant and revision dates amended. Revision reason added. Hip(s) to be revised: right. Reason(s) for revision: alval / soft tissue reaction. Bi-lateral patient, please see (B)(4) for the right side revision.